Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor (gold). Pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. Pump had cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error alarm during bolus and basal. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer completed troubleshooting and displacement test. Customer was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.